Manufacturer narrative:
The customer reported that the central monitoring system (cns) shut down by itself and got stuck in the windows boot up screen. Restarting the device did not fix the issue. Upon doing so, system message "missing or corrupt files" displayed on the screen. Customer was sent a new hard disk drive to resolve the issue. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the central monitoring system (cns) shut down by itself and got stuck in the windows boot up screen.